Event description:
Customer reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the occlusions by changing infusion set and cartridge and resuming insulin.